Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the joint crepitation, medical device removal and surgical intervention.

Manufacturer narrative:
(B)(4). Device: patella clunk, patella tilt. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, patella maltracking, crepitus, and tibial tray loosening at the cement to implant interface. The patella was noted to track with significant lateral tilt and there was contact of the lateral patella bone with the femoral component. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4).